Event description:
It was reported an 8f angio-seal sts plus device was used to seal the arteriotomy site post percutaneous procedure. Three days later the pt experienced a bleeding episode diagnosed as retroperitoneal bleeding. The pt received a blood transfusion and underwent surgical repair of the bleeding vessel.